Event description:
It has been reported that on two occasions involving different patients, the drainage system did not function properly. In both occurences, the burretral fluid did not drain into the drainage bag. No revision was required. Two other devices were tested and functioned properly neither of which were used in contact with a patient. The devices involved in the reported incidents are not available for return. This medical device report is linked with medical device report #2648988-2007-00070.

Manufacturer narrative:
The device involved in the reported incident is not available for return and evaluation. An investigation has been initiated based on the reported information.